Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Predilation was performed with a 2.5x15 emerge balloon catheter. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a pinhole in the balloon material, 2mm proximal from the proximal from the distal markerband. Review of the product specification was performed indicating the rated burst pressure (rbp) of the complaint device. With the reported information, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Predilation was performed with a 2.5x15 emerge balloon catheter. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.